Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 63-year-old male patient, the associated device failed to discharge using these one-step pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The electrodes were not returned to zoll medical corporation for evaluation. The reporter indicated that the pads did not deliver a shock during patient use. Retained sample testing was performed on onestep CPR complete electrodes from the same lot and included visual inspection, ID chip verification, continuity testing, discharge testing, and impedance testing, all of which met established specifications. Review of the device history records (DHR) and manufacturing records identified no discrepancies. Based on the evaluation of retained samples, the electrodes were determined to have been manufactured according to specifications. The reported failure could not be confirmed, and no device or electrode malfunction was identified. Analysis of reports of this type has not identified an increase in trend.